Manufacturer narrative:
An unknown driver was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. A 3i t3® with dcd® non-platform switched parallel walled implant 3.25 x 13mm (bnss313) was returned for investigation. Visual inspection of the as returned product identified minor signs of use but no evidence of any significant damage. Functional testing was performed for the returned product (bnss313) with a stock in-house driver. The implant held as intended with the driver. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (unknown driver) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. November post market trending was reviewed and there were no negative trends or corrective actions for the reported events (disengaged and device malfunction) and devices (unknown driver). Based on the available information, device malfunction could not be verified for the unknown driver and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
Additional information received confirmed procedure was completed using another implant.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age / weight: not provided. Device brand name/ product code: not provided. Device catalog/ lot number: not provided. Initial reporter email address: not provided. PMA/510(k) number: not provided. Device was not returned.

Event description:
It was reported that during implant placement, an implant disengaged from an unknown biomet driver and dropped off on the floor.